Manufacturer narrative:
An event regarding pack damage involving an accolade ii stem was reported. The event was confirmed. Method & results: device evaluation and results: the device and packaging were returned. There is evidence of damage noted on the external carton. A small section of the inner blister pack seal is no longer sealed. Medical records received and evaluation: not performed as medical records were not provided. The device was not implanted. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a review of the event with the packaging cell concluded that issue was not manufacturing related. Additional information from the sales rep confirmed that the issue was detected by the pre surgery checks completed on site by a stryker sales rep. The outer box and the sterile barrier of the blister pack are both checked during the implant opening process to ensure the sterile integrity of the implant. No further investigation for this event is required at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Trauma hip fracture case. Upon implantation, rep opened nle loaner implant and noticed that the inside barrier of the sterile packaging was compromised. Rep notified surgeon and surgeon modified to use a different size implant that was available. Outer packaging had no tears or rips. Edges of were slightly worn.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Trauma hip fracture case. Upon implantation, rep opened nle loaner implant and noticed that the inside barrier of the sterile packaging was compromised. Rep notified surgeon and surgeon modified to use a different size implant that was available. Outer packaging had no tears or rips. Edges of were slightly worn.